Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during a sfa angiogram procedure. Reportedly, contrast dye was being injected using an angiojet power injector when the physician noticed that the contrast image was not coming through clearly o the fluoroscopy screen. Further investigation determined that the side-tube had become detached during the injection. The reporter stated that there was some loss of contrast fluid and blood, but emphasized there was no pt impact or complications.

Manufacturer narrative:
Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performances specifications were met. While the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in qa for appropriate tracking, trending and f/u."